Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during dwell 2 of 3, patient was connected. The technical service representative (tsr) assisted the hp to end the therapy and remove the cassette. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.